Event description:
It was reported that the power cord inlet filter was damaged and caught fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: unit to be replaced.